Manufacturer narrative:
During the repair of the product it was found that the bearings have been gritty and that the head had several small dents. A heat up during a short test run was reproducible. In addition the assistance stated that the dentist used the handpiece as a cheek retractor. This causes that the push button gets pressed and inner parts get in touch, causing unusual friction and therefore heat up of the head. Only the way of use would already be enough to cause the heat up of the head therefore it is not possible to say whether the condition of the bearings is a result because the head was running hot due to the wrong use or if the bearings have already be worn before the incident and caused therefore also some increase of temperature. Independent to this question the wrong way of use would have been enough to cause the heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment on tooth # 30 the handpiece heated up and caused a burn on patients cheek with the size of the back cap. No medical care was necessary. Age and gender of patient have not been supplied.